Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a sharp pain in the pocket area and, shortly thereafter, heard the device beep. Interrogation of the device revealed it was in safety/fallback mode. Additional information was received that the use of a restoration tool did not successfully restore this device to full functionality. The device was explanted and the leads tested, revealing good measurements. The pain the patient reported was thought to be due to pacing pulses that were felt.